Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 18 mm amplatzer pfo occluder, along with an 8 f amplatzer¿ trevisio¿ intravascular delivery system, was chosen for a pfo closure procedure. During procedure, the right atrial proximal disc was unable to open, and the shape of the disc was like an ellipse. The device was taken out of the patient and tested outside of the body and was able to open normally. However, during re-implantation, it did not open correctly in the patient. The device was removed and replaced with another 18 mm amplatzer pfo occluder to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of proximal disc unable to open and deform into ellipse shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600057088 rev. B, "do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. If the device is in contact with the free atrial wall or any cardiac structures, recapture and replace with a smaller device, if available or abandon the procedure."